Event description:
Medtronic received information that during the implant of a medtronic transcatheter bioprosthetic valve, an amplatz super stiff guidewire caused a left ventricular was perforation leading to pericardiai drainage and subsequently requiring open heart surgery. During the surgery, an esophogeal perforation was reported due to an intubation instrument. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).